Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat rail was bent slightly, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer stated that the frame is bent. The dealer does not know what the patient was doing or how it happened.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the frame is bent. The dealer does not know what the patient was doing or how it happened.